Event description:
It as reported that the customer experienced high blood glucose of 400 mg/dl. It was stated that the insulin pump shut off at night and customer got very sick. Customer is receiving no delivery alarm during basal delivery. The infusion set was removed and it was good. No troubleshoot was performed as the customer was not available at the time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.